Event description:
It was reported that the patient's pacemaker exhibited oversensing of emi that caused inappropriate mode switch. No programming changes were made and the patient continued to be monitored. No patient consequences reported.